Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 - rv impedance trend starting to vary. Range from 580 to 200. Noise noted on rv channel of egms. This lead was capped but the physician chose to keep the svc coil connected even though it's not in use. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. There is noise on the rv channel. No adverse patient events reported. Should additional information become available, it will be added to this file.